Event description:
It was reported that an ilet pump touchscreen was cracked after being dropped while the user was playing golf, rendering the screen unusable and the device nonfunctional; the affected component was the touchscreen and the device experienced a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen. It was reported that the device was no longer watertight. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.